Event description:
Patient reported a right side exchange with no complaint towards the device. Healthcare provider reported a right side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Patient reported "exchange with no complaint towards the device". Later healthcare professional reported "capsular contracture baker grade iii". The device was explanted and replaced. It's unknown if the device will be returned.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported a right side exchange with no complaint towards the device. Healthcare provider reported a right side capsular contracture baker grade iii. The device remains implanted.